Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
The patient presented to the ER after receiving multiple inappropriate therapies due to oversensing. X-ray revealed lead dislodgement. The lead was successfully repositioned.